Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine contacted the customer to request additional information on the patient. Heartsine requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank. Clinical review of the reported event will be performed.

Event description:
The customer contacted heartsine to report that their device failed to detect a patient impedance during a patient involved event. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and observed the damage to the patient-side locator pin of the returned pad-pak to suggest it had previously been bent out of position. Omron confirmed they had realigned the locator pin. Therefore, no operational fault was identified with the hdf-3500 and pad-pak combination throughout testing at heartsine. Omron provided photos of the pad-pak prior to the realignment of the locator pin [8]. Both locator pins were observed to bent inwards towards the pad-pak casing. The investigation was unable to determine how or when the damage to the locator pin occurred. There were no other physical defects with the pad-pak or AED plastics that would have resulted in this damage. However, the two bent locator pins had likely impeded fitment of the pad-pak within the device. The bent locator pin on the patient side had likely impacted the detection of a patient impedance, resulting in the repeated ¿apply pads¿ prompts. On the battery side, the bent locator pin may have impeded connection between the AED and the battery pack, as the device powered off suddenly on three occasions during the event. Historic information from the device memory indicates the device had been used in five potential patient-involved events up to the (B)(6) 2024, prior to the reported sca. During these events the device successfully detected in-range impedances and no fault was reported, which would suggest no issue with pad-pak fitment on these occasions. As the pad-pak is a single-use device, the returned pad-pak was likely installed after the previous use on the (B)(6) 2024. The damage may have occurred during incorrect installation of the pad-pak. This device shall by retained by heartsine. The clinical review of the reported event was performed and it cannot be determined if the device performed to specification.

Event description:
The customer contacted heartsine to report that their device failed to detect a patient impedance during a patient involved event. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased.